Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received eight appropriate treatments and six non-lifevest treatments.   The device was started up at 18:16:50 on (B)(6) 2022. At 10:31:46 on 4/21/2022, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs degrading to vf. At 10:32:27, the patient received the first appropriate shock. The rhythm at the time of treatment was vf. The post shock rhythm was asystole with intermittent cardiac activity and motion artifact transitioning to sinus bradycardia @ 25 bpm with nsvt. At 10:36:47, an arrhythmia was detected. ECG shows vf with motion artifact. At 10:37:18, the patient received the second appropriate shock. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 30 bpm with pvcs/nsvt and motion artifact. At 10:37:49, the patient received the third appropriate shock. The rhythm at the time of treatment was vf. The post shock rhythm was vt @ 280 bpm self-converting to sinus rhythm @ 70 bpm with pvcs/nsvt and motion artifact. At 10:39:00, an arrhythmia was detected. ECG shows vf. At 10:39:31, the patient received the fourth appropriate shock. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 25 bpm degrading to vf. At 10:40:05, the patient received the fifth appropriate shock. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 30 bpm degrading to vf. At 10:40:39, the patient received the sixth appropriate shock. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was asystole for 9 seconds transitioning to sinus beats with pvcs transitioning to vt @ 280 bpm. At 10:41:10, the patient received the seventh appropriate shock. The rhythm at the time of treatment was vt @ 280 bpm. The post shock rhythm was nsvt with a pause, sinus beat transitioning to vt @ 290 bpm. At 10:41:10, the patient received the eighth appropriate shock. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was CPR/motion artifact/ the rhythm the transitions to vf. From 10:45:22 to 10:53:25, the patient received six non-lifevest defibrillations during vt/vf. From 10:41:43 until the time of the electrode belt disconnection, vt/vf was seen. Varying amplitudes, CPR/motion artifact, electrode lead fall, and hr not in detection sequence long enough prevented the lifevest from treating the patient. The electrode belt was disconnected at 11:05:59 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that this device malfunction caused or contributed to the patient's passing.

Event description:
The monitor was returned for investigation into a non-reportable patient death and failed incoming functional testing. ************************************************************************************************************************************************************************************************************************************** a us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received eight appropriate treatments and six non-lifevest treatments.   The device was started up at 18:16:50 on (B)(6) 2022. At 10:31:46 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs degrading to vf. At 10:32:27, the patient received the first appropriate shock. The rhythm at the time of treatment was vf. The post shock rhythm was asystole with intermittent cardiac activity and motion artifact transitioning to sinus bradycardia @ 25 bpm with nsvt. At 10:36:47, an arrhythmia was detected. ECG shows vf with motion artifact. At 10:37:18, the patient received the second appropriate shock. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 30 bpm with pvcs/nsvt and motion artifact. At 10:37:49, the patient received the third appropriate shock. The rhythm at the time of treatment was vf. The post shock rhythm was vt @ 280 bpm self-converting to sinus rhythm @ 70 bpm with pvcs/nsvt and motion artifact. At 10:39:00, an arrhythmia was detected. ECG shows vf. At 10:39:31, the patient received the fourth appropriate shock. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 25 bpm degrading to vf. At 10:40:05, the patient received the fifth appropriate shock. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 30 bpm degrading to vf. At 10:40:39, the patient received the sixth appropriate shock. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was asystole for 9 seconds transitioning to sinus beats with pvcs transitioning to vt @ 280 bpm. At 10:41:10, the patient received the seventh appropriate shock. The rhythm at the time of treatment was vt @ 280 bpm. The post shock rhythm was nsvt with a pause, sinus beat transitioning to vt @ 290 bpm. At 10:41:10, the patient received the eighth appropriate shock. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was CPR/motion artifact/ the rhythm the transitions to vf. From 10:45:22 to 10:53:25, the patient received six non-lifevest defibrillations during vt/vf. From 10:41:43 until the time of the electrode belt disconnection, vt/vf was seen. Varying amplitudes, CPR/motion artifact, electrode lead fall, and hr not in detection sequence long enough prevented the lifevest from treating the patient. The electrode belt was disconnected at 11:05:59 on (B)(6) 2022. The patient passed away on (B)(6) 2022.